Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog. Observed broken device. Observed red particles. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "right breast implant with signs suggestive of intra-capsular rupture." Patient's representative later reported "strong pain in the breasts, a pain that radiated throughout body, causing the patient to frequently take medication to support the pain" and "prosthesis that had recall." Additionally reported were calcifications which were deemed not related to the device. Device was explanted and replaced.